Event description:
It was reported that the device temp is below normal temp. Additionally it was reported that it was noticed during morning rounds. Unknown if it was in use with patient and if any adverse effects.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received back with wear and tear affecting: the line cord, drain fitting, and cracked tank cover. The temperature check showed that temperature was below normal, confirming the customer complaint. The root cause was found to be a faulty component. The faulty printed circuit board was replaced and the device passed functional testing. D5 and e4 are unknown, no information provided to date.